Event description:
The hcp reported that the pt missed a refill visit in 2008. Five days later the pt was in the emergency room experiencing seizures, nausea, and vomiting. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.